Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, moderately calcified, and 90% stenotic superficial femoral artery. The physician advanced the 4.5 x 40 mm sterling balloon to the lesion and inflated it to 10 atms on the first inflation and the balloon ruptured. The procedure was successfully completed with a non-bsc balloon. There were no pt complication. Pt status is reported as "good".

Manufacturer narrative:
Device evaluated: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specifications. There are no similar complaints related to this mfg batch number. The most probable root cause of the defect is due to a design constraint of the product.